Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set leaked. This occurred during an unspecified process step of peritoneal dialysis therapy. The leak was further described as ¿large pool of fluid on the floor¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.